Event description:
It was reported that deflation issues and removal difficulty occurred. The 70% stenosed target lesion was located in the non-tortuous and moderately calcified mid-to-proximal left anterior descending artery. A 3.50 x 20mm synergy shield drug-eluting stent (des) was successfully deployed at 18 atmospheres for 23 seconds. During attempted withdrawal, multiple attempts were made to bring the balloon into negative pressure using a non-boston scientific indeflator with a 1:1 contrast-saline ratio. The balloon deflated to 50% and would not deflate any further resulting in difficulty removing the delivery system. After 1-2 minutes the ballon was removed from the patient in a partially inflated state. The procedure was completed successfully, and no patient complications were reported.